Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, and disorientation. Reportedly, customer consumed carbohydrates and an accurate bolus prior to going to bed; however customer believes the carbohydrates had a lower fat content then anticipated and subsequently customer's bg lowered. Reportedly, customer required assistance from partner to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.